Manufacturer narrative:
Concomitant products: product ID 399930, serial # (B)(4), product type lead; product ID 3550-29, serial # (B)(4), product type accessory; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported electrode #2 showed a impedance of greater than 10000 ohms. It was noted this electrode was not used in current programming.

Event description:
Additional information received reported that the patient was receiving effective therapy.